Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), and thin leaflets for a triclip procedure. It was noted that visualization was poor due to the anatomy. During the procedure, a triclip xtw was placed on the anterior and septal commissure. Shortly after the clip was deployed, a single leaflet device attachment (slda) was observed. The septal leaflet remained attached, and the anterior was detached. Per the physician, the slda was due to thin leaflets. Three additional clips were implanted to stabilize the slda clip and further reduce the tr. The tr was reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as three additional clips implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), and thin leaflets for a triclip procedure. It was noted that visualization was poor due to the anatomy. During the procedure, a triclip xtw was placed on the anterior and septal commissure. Shortly after the clip was deployed, a single leaflet device attachment (slda) was observed. The septal leaflet remained attached, and the anterior was detached. Per the physician, the slda was due to thin leaflets. Three additional clips were implanted to stabilize the slda clip and further reduce the tr. The tr was reduced to grade 3.